Manufacturer narrative:
When manufacturer contacted user regarding their current chair regarding this incident, consumer alleged a serious injury had occurred with a previous chair they had in 1999. No serial number of this chair was provided. MDR filed as a conservative measure based on injury allegations from the previous event and the potential for injury as a result of the current incident. No confirmation of alleged injuries.

Event description:
The controller allegedly quit after running outside in the rain.